Event description:
Consumer stated the eq tbp esyflx rf 3ct is causing the bristle to fall out while in use. Consumer purchased friday previous. Entire section came out and swallowed one." Product was returned.